Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object in the c-cover, foreign object in the control unit, air and water supply cylinders are corroded. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported allegation could not be determined. For the corrosion observed in the air and water supply cylinders, the most probable cause is attributed to a component failure, for the foreign object found in the c-cover and the foreign object identified in the control unit, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the gastrointestinal videoscope experienced a scope communication error code e238. This issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.